Event description:
It was reported that the during device explant, pace and sense portion of the rv lead was found out to be damaged. Lead was capped and replaced. Patient condition is good after the event.